Manufacturer narrative:
(B)(4). (B)(6). The products will not be returned as they have been discarded. The batch number has not been communicated so the device history record (DHR) could not be reviewed. The root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends. Batch number not communicated

Event description:
It has been reported that the monomer liquid did not run into the cartridge, despite vacuum and proper use. The products will not be sent for investigation. They have been discarded.